Event description:
It was found that the coating of the tip peeled off after use. Additional info from this hospital explained, this product was used by some surgeons, department of neurosurgery, orthopedics and ontological. Therefore, it could not be determine who used this product for surgery. It was found the coating had peeled off after the sterilization process. According to the doctor, it could not be determined if the coating remained in the pt's body.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. It is unclear at this point if a pt was involved. However, as a conservative measure, this complaint is being reported.